Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022 customer received a false positive result using the cue covid-19 test for home and over the counter (otc) use with cartridge lot 21679k, cartridge sn (B)(4), and cue reader sn (B)(4). The customer received a negative sars-cov-2 pcr test; pcr test brand and date is unknown. Customer experienced a cold the previous week but has not been exposed to anyone with covid. Customer was unresponsive to follow-ups to obtain additional information.